Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary - the device was returned and analyzed. The analysis of battery from returned device has concluded. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges. Concomitant product: 5076 lead, implanted: (B)(6) 2010; 4196 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.